Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0y047, implanted: (B)(6) 2015, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported that there was package/label/labeling problem. Lack of efficacy was reported which was occurring daily. No trauma/falls reported that could be related to this issue and no stimulation event reported related to positional movement. Stimulation was on. Patient increased stimulation and was instructed to monitor symptoms for a week and make additional changes as necessary. Patient had appointment the week of call to have sutures removed. The patient was recently implanted the week before call. Symptoms reported was leakage. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. Additional information later received reports a loss of therapy. The patient does feel stimulation. The patient changed from program 2 to program 3. It was noted that the patient had an appointment next week with doctor. Symptoms reported was going to the bathroom every 15 min. There was a sudden change in therapy/symptoms. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.